Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized for low blood glucose. The nurse stated that the insulin pump emptied the entire reservoir of insulin within a three-hour period; the reservoir was full with 300 units of insulin. Troubleshooting did not occur as the nurse did not have the insulin pump with him at the time of call. No products were returned or replaced.